Manufacturer narrative:
Batch review performed on 17 september 2019: lot 167506:10 items manufactured and released on 13-mar-2017. Expiration date: 2022-03-01. No anomalies found related to the problem. To date, 3 items of the same lot have been already sold without any similar reported event. Preliminary investigation performed by packaging and washing manager: it was concluded that the damage evidently occurred due to forces experienced during transportation/handling. This was indicated to be correlated to the packaging configuration that allows degrees of freedom for movement within the package. The damage is probably the results of the forces experienced during transportation/handling and consequently the rubbing between stem and the plastic blister.

Event description:
During the primary hip surgery, the scrub nurse observed white material on the implant and a hole in the primary packaging. It was observed that also the outer package was cracked. The or team removed the implant, everything that touched it and opened more instruments/implant. This event caused a 45-minute delay in the case. The surgery was completed successfully.